Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was discarded by the hospital; therefore, the valve could not be assessed for any malfunction or deficiencies. Explant at implants are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, the surgeon confirmed that this was a sizing issue and there was no malfunction. The device history record (DHR) review is currently in process.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant due to a sizing issue; the "prosthesis [was] too large." The surgeon also noted that this event was due to procedure related factors and not a device malfunction. The explanted device was replaced with another edwards bioprosthetic valve, same model one size smaller.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information. Corrected the following information: lot# and expiration date, approximate age of device, device manufacture date.